Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR. :the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were no hypo tube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od(outer diameter) was measured and is within max crimped stent profile measurement. Strut 4 and 5 from the proximal end of stent flared and deformed. No issues noted with balloon. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-dec-2016. It was reported that crossing difficulties were encountered.   The 90% stenosed target lesion was located in the mildly tortuous and severely calcified circumflex artery. Following pre-dilatation, a 2.50 x 20 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed using with another 2.50 x 20 synergy drug eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.